Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Corrections included replacement of the unit's spo2 cable, memory chip on the cpu board, reprogramming, and reseating the cables. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No patient injury was reported.